Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the gas sys continued to flow gas although the flow rate was zero. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.